Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the stardrive screwdriver shaft t8 105mm (314.467) was received with stripped distal lobes. Additional surface wear consistent with use was noted which would not impact device functionality. The received device matches the reported condition of bent, as such the complaint is confirmed. The device was found during a set inspection, as such the specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Inspection of the relevant features, the distal tip, were unable to be completed due to post manufacturing damage. Received device was manufactured at synthes monument facility on 9/25/2012. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: although a definitive root cause could not be determined, it is likely that this complaint condition is due to the application of excessive force or a failure to fully seat the tip in a screws drive recess during insertion/removal. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part # 314.467, synthes lot # 6968795, supplier lot # na, release to warehouse date: 25 sep 2012, manufactured by synthes monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure. The stardrive screwdriver shaft that has worn teeth failed to pick up screws during a case. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).